Event description:
It is alleged that during the case the surgeon went through ten round cautery hooks due to bending, snapping and arcing. It was reported that the case was completed using the conventional laparoscopic methods.